Event description:
It was reported that the healthcare provider (hcp) was unable to access the reservoir center port due to the position of the pump being tilted. It was noted that, at the time of the report, the patient was in hospital due to a non-pump related issue, where her regular doctor did not have privileges. The low reservoir was about to go off and, since they were unable to fill the pump, they decided to cut the dose in half so that the medication would last longer. After the pump was updated with the lower dose, the new reservoir alarm interval was 2 days at 1ml left in the pump. The device system was used to deliver fentanyl and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11209r27, implanted: (B)(6) 2002, product type: catheter. (B)(4).